Event description:
A dobhoff tube was inserted for nutritional purposes and placement was confirmed via x-ray. Approximately 16 hours after insertion the rn met resistance while administering water flush. Attempts at declogging the device were successful; however, a second x-ray revealed a small piece of the dobhoff tube had broken off at the ge junction.